Manufacturer narrative:
Date of this report: 04/19/2016. Date manufacturer received: 05/17/2016. Product evaluation: the device was received in service and repair, where it was found to have a blown fuse. The fuse was replaced and a back-up fuse was replaced. The device was cleaned and successfully tested to specifications. (B)(4).

Manufacturer narrative:
Product evaluation: analysis results not available; evaluation in progress.

Event description:
It was reported that the device gave "no stimulation response". Additional information clarifies; "when user used the probe for stim ulation, the wave diagram and voice have no response", "the user didn't see any wave changed and voice alert when they knew they were on the nerve." A backup was used to complete the procedure; the stim probe in use was used with the replacement interface with no issues. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.